Manufacturer narrative:
The tech replaced the bed exit tape switches to repair the bed.

Event description:
The accounts maintenance stated the bed exit alarm when set would not alarm when the pt exits the bed.